Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The returned device evaluation is still in progress. (B)(4).

Event description:
The following was reported by the gore fsa: a 4mm balloon was used to prepare the vessel. The calcific area was pre-ballooned for 3 minutes prior to advancement of the gore® tigris® vascular stent (#(B)(4)). During advancement of the gore® tigris® vascular stent, resistance was felt and the device was unable to cross the calcified lesion. The gore® tigris® vascular stent was pulled back into the sheath, removed from the patient, and observed to be displaced on the catheter and partly deployed at the distal end.

Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed no manufacturing anomalies.